Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed an "air in line" alarm that corresponded with visible air in the line. However, the infusion was completed 2¿3 hours earlier than expected, despite the pump still indicating approximately 12 ml remaining. There was no reported patient harm. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.